Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated. Boston scientific technical services (ts) verified the patient has a consult compatible device. Had hover the wand slightly above the device to see if it will read but still unsuccessful. The device remains in service. No adverse patient effects were reported.